Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: postal code: 8091 e3: customer occupation = unknown g4: PMA/510(k) number = exempt this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, an 'ngage nitinol stone extractor' was unable to open and close during an unspecified procedure. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Correction: d4- model#, h6-annex g. Investigation ¿ evaluation. As reported, an 'ngage nitinol stone extractor' was unable to open and close during an unspecified procedure. It is unknown how the procedure was completed and if the patient had any adverse effects due to the device malfunction. Reviews of the documentation, including the complaint history, device history record (DHR), instructions for use (IFU), quality control procedures and manufacturing instructions, as well as visual inspection and functional test of the returned product, were conducted during the investigation. One device was returned in an open package with label. A functional check found the basket would open and close, but one of the basket wires was broken. It was also observed that one of the basket wires was broken and the basket sheath was kinked. The basket sheath damage likely was preventing the basket from opening. The broken basket wire may have occurred during return shipping as the device was not returned in the protective tray. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the product IFU, t_shef_rev1; the IFU did not provide any information related to the reported issue. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a definitive cause of the event could not be determined. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. An MDR guidance for manufacturers issued in 1997 stated that once a malfunction has caused or contributed to a death or serious injury, a presumption that the malfunction is likely to cause or contribute to a death or serious injury has been established. This presumption will continue until either the malfunction has caused or contributed to no further deaths or serious injuries for two years, or the manufacturer can show through valid data that the likelihood of another death or serious injury as a result of the malfunction is remote. A validated and detailed search of cook¿s complaint handling software revealed that there have been no deaths or serious injuries per 21 cfr part 803.3, due to the ngage nitinol stone extractor outer support sheath was bent, from 01jan2022 through 11aug2025. Therefore, cook will cease malfunction reporting for events where the ngage nitinol stone extractor outer support sheath was bent. The recurrence of a serious injury or death for the same malfunction will trigger the resumption of mandatory reporting, per 21 cfr part 803.50. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.